Event description:
The hospital reported that the system failed to switch to battery power during a power outage. Power was restored to the facility after seconds and case was resumed. There was no report of patient injury.

Manufacturer narrative:
Ge healthcare¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was recommended for replacement to resolve the issue.